Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the device was found to be in reset mode. A software upgrade was suggested. The device was reprogrammed to the last known settings. The device had gone into reset mode in 2007, and it was resolved with programming at that time. The patient reports no medi- cal procedures, radiation therapy, or airplane travel. The physician elected to schedule a device replacement since it had gone into reset mode twice.

Event description:
The device was inflated to seven atmospheres at the lesion and a hemorrhage was noted, the physician believed that the hemorrhage was caused by "vessel tear". The physician stated that "the patient vessel brittleness was high, the vessel diameter was 4.7mm, the stenosis position vessel diameter was 1mm, and it was a long lesion." The physician inflated the device for 45 minutes to stop the bleeding and then removed the device. The patient was kept in an induced coma but subsequently died due to the hemorrhage, date of death was not provided. The physician stated that despite inflating the device to stop the bleeding "it could not solve the problem". The physician relates the hemorrhage to the diseased state of the vessel and not to the device.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device was in reset due to a parity error. The cause of the parity error could not be conclusively determined. Testing on the automated test equipment found normal device characteristics.